Manufacturer narrative:
D3. Manufacturing plant address, city, zip code: corrected. D9: device received on 2/28/2025. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, which found a disconnected cam flex sensor, a buckling upstream occlusion (uso) seal, a faulty downstream occlusion (dso) sensor and a faulty piezo. The cam flex sensor was reconnected, the uso seal, dso sensor and piezo were replaced to fix the issue.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited error code 41622. There was no patient involvement, no patient injury was reported.